Event description:
Pump was reported to overinfuse during clinical use. The pump was set to deliver an unk fluid at a rate of 5ml/hr over a 24 hour period. The entire bag infused in 1 hour. No pt injury resulted and no medical intervention was required.